Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months.  The device is expected to be returned for evaluation. It has not yet been received. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted in (B)(6) with elevated lactate dehydrogenase (ldh). The patient received a pump exchange on (B)(6) 2017. The patient was discharged home on (B)(6) 2017 and was doing well. Additional information was requested, but was not provided.

Manufacturer narrative:
Correction: changed yes to no, not returned. A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Multiple attempts have been made to obtain additional information from the customer regarding this event however, no additional information was provided. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.